Event description:
It was reported that the patient experienced the tape was not sticking on (B)(6) 2026. As the quick release base did not stick and fell off.

Manufacturer narrative:
Name medtronic minimed. Street 18000 devonshire street. City northridge. State ca. Zip code 91325. Zip four 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.